Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. While introducing a 4.0x16mm liberte bare metal stent delivery system (sds) into an unspecified lesion, it was noted that the stent was "broken". No patient complications were reported. Additional info has been requested and is not available.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).